Manufacturer narrative:
Both samples were liheparin plasmas and were collected at the same time by the respiratory department. The collection tubes were filled to the proper volume and there was no visible fibrin. Per the customer, the qc is analyzed daily and was within the customer's established ranges during this event. A system check was performed on (B)(4) 2010 and met specifications. Service was not dispatched for this event. No clear root cause could be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining reproducible myoglobin results above the normal reference range for one patient's sample generated by the access 2 immunoassay system. The erroneous results were reported out of the laboratory; however, a subsequent sample resulted within the normal reference range and was also reproducible. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.